Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have a patient that has been cooling since 0300 this morning. The arctic sun device was now alarming low air leak and the water flow rate (wfr) was 1.2 l/min. Nurse provided s/n (B)(6). Confirmed they have four pads connected, they have not paused for any procedures. Nurse confirmed all tubing was straight, no kinks or bends. Had nurse pause therapy, empty the pads, and disconnect. Informed nurse to reconnect the pads holding only the blue tubing and not the clamps. Nurse resumed therapy, device alarmed low flow and stopped. Had nurse empty and disconnect pads. Walked nurse through placing device in manual control. Without pads: water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -8.2psi, circulation pump command (cpc) was 67%, water reservoir level (wrl) was 5, system hours were 2,117, and pump hours were 1,866. Nurse attached left chest: water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -3.7psi, circulation pump command (cpc) was 100%. Added left leg: water flow rate (wfr) was 2.7 l/min, inlet pressure (ip) was -3.2psi, circulation pump command (cpc) was 100%. Added right chest: water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -3.7psi, circulation pump command (cpc) was100%. Added right leg: water flow rate (wfr) was 1.4 l/min, inlet pressure (ip) was -3.4psi, circulation pump command (cpc) was 100%. Informed nurse it seems to be the pump. Suggested if they had another device to swap the pads to see if they get a better flow rate. Walked nurse through disabling manual control. Explained how to adjust the duration on the new device to continue where they are at. Nurse will call back if they have issues with new device. Per follow up information received via phone on 23jan2026, spoke with nurse who confirmed device was exchanged and they used the same set of pads. Device was removed from service. Per follow up information received via phone on 27jan2026, spoke with biomed who confirmed a faulty circulation pump. The device will be repaired onsite.

Event description:
It was reported that the nurse stated they have a patient that has been cooling since 0300 this morning. The arctic sun device was now alarming low air leak and the water flow rate (wfr) was 1.2 l/min. Nurse provided s/n (B)(6). Confirmed they have four pads connected, they have not paused for any procedures. Nurse confirmed all tubing was straight, no kinks or bends. Had nurse pause therapy, empty the pads, and disconnect. Informed nurse to reconnect the pads holding only the blue tubing and not the clamps. Nurse resumed therapy, device alarmed low flow and stopped. Had nurse empty and disconnect pads. Walked nurse through placing device in manual control. Without pads: water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -8.2psi, circulation pump command (cpc) was 67%, water reservoir level (wrl) was 5, system hours were 2,117, and pump hours were 1,866. Nurse attached left chest: water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -3.7psi, circulation pump command (cpc) was 100%. Added left leg: water flow rate (wfr) was 2.7 l/min, inlet pressure (ip) was -3.2psi, circulation pump command (cpc) was 100%. Added right chest: water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -3.7psi, circulation pump command (cpc) was100%. Added right leg: water flow rate (wfr) was 1.4 l/min, inlet pressure (ip) was -3.4psi, circulation pump command (cpc) was 100%. Informed nurse it seems to be the pump. Suggested if they had another device to swap the pads to see if they get a better flow rate. Walked nurse through disabling manual control. Explained how to adjust the duration on the new device to continue where they are at. Nurse will call back if they have issues with new device. Per follow up information received via phone on 23jan2026, spoke with nurse who confirmed device was exchanged and they used the same set of pads. Device was removed from service. Per follow up information received via phone on 27jan2026, spoke with biomed who confirmed a faulty circulation pump. The device will be repaired onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Nurse provided s/n (B)(6). Confirmed they have four pads connected, they have not paused for any procedures. Nurse confirmed all tubing was straight, no kinks or bends. Had nurse pause therapy, empty the pads, and disconnect. Informed nurse to reconnect the pads holding only the blue tubing and not the clamps. Nurse resumed therapy, device alarmed low flow and stopped. Had nurse empty and disconnect pads. Walked nurse through placing device in manual control. Without pads: water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -8.2psi, circulation pump command (cpc) was 67%, water reservoir level (wrl) was 5, system hours were 2,117, and pump hours were 1,866. Nurse attached left chest: water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -3.7psi, circulation pump command (cpc) was 100%. Added left leg: water flow rate (wfr) was 2.7 l/min, inlet pressure (ip) was -3.2psi, circulation pump command (cpc) was 100%. Added right chest: water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -3.7psi, circulation pump command (cpc) was100%. Added right leg: water flow rate (wfr) was 1.4 l/min, inlet pressure (ip) was -3.4psi, circulation pump command (cpc) was 100%. Informed nurse it seems to be the pump. Suggested if they had another device to swap the pads to see if they get a better flow rate. Walked nurse through disabling manual control. Explained how to adjust the duration on the new device to continue where they are at. Nurse will call back if they have issues with new device. Per follow up information received via phone on 23jan2026, spoke with nurse who confirmed device was exchanged and they used the same set of pads. Device was removed from service. Per follow up information received via phone on 27jan2026, spoke with biomed who confirmed a faulty circulation pump. The device will be repaired onsite. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.